Manufacturer narrative:
Additional narrative: patient weight is unknown. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: june 14, 2013. A non-conformance report was generated during production. This ncr documented a rework according to validated procedure which has no influence on reported issue. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the applicator shaft has a fractured coupling end as described in the complaint condition. The instrument was discovered in this condition on the back table prior to use in a procedure. There is not enough information as to how this fracture occurred. The breakage could occur if the security ring of the handle (part 03.812.001) is pressed forward. In this position, the impact forces required for removal are concentrated on the ball tip. Per the technique guide, the t-pal spacer applicator inner shaft belongs to the t-pal spacer system, these spacers are for use in patients with degenerative disc disease. This device is coupled with an applicator handle and an applicator knob for implant insertion. The handle (03.812.001), knob (03.812.004) and applicator shaft (03.812.003) were received in okay condition. The applicator shaft has a fractured coupling end as described in the complaint condition. The remainder of the instrument is in good condition with no signs of misuse or abuse. The engineering drawing was reviewed. The designs, materials and finishing processes were found to be adequate for their intended use. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the t-pal spacer applicator inner shaft broke off inside the t-pal spacer applicator handle prior to a transforaminal lumbar interbody fusion (tlif) procedure at l4-l5. It appeared that the tip was lodged in the t-pal spacer applicator. The issue was discovered at the back table; surgeon and patient reportedly not affected. This report is 3 of 3 for (B)(4).